Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump flow block alarm again and again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.